Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the helix was bent with tissue visible on it. The tissue on helix leads us to conclude that the lead was used and the helix was bent during implant procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, prior to the use of the lead, the screw was already out and excentric. The lead was opened and not used. Another lead was used. No patient complications have been reported as a result of this event.